Event description:
The facility reported an infusion pump that "turns on and off by itself". Info regarding whether the reported event occurred during a pt infusion was unk. The hospital rep stated they have no record of any pt incident involving this pump since the last baxter service event.